Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed that the corroded electrical contacts, leakage from imaging unit and cable occurred due to component failure of the device whereas a definitive cause for the main body deposits could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head had corroded electrical contacts, water ingress in the imaging unit, cable water seal failure, and main body deposits. There was no patient involvement.